Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information was received. A health care professional (hcp) contacted boston scientific asking for a review of impedance measurements. Technical services (ts) advised the hcp to ask the patient to perform an initiated interrogation to gather updated information. Further investigation of the impedance values found that this system has exhibited high out of range shock and pacing impedance measurements greater than 125 and 3000 ohms respectively. Some of the out-of-range pace impedance measurements appear to be isolated. At this time, no further information is available. No adverse patient effects were reported. The lead remains in service. Additional information was received indicating that data analysis was performed. It appears the shock impedance began increasing quite steeply since the current implantable device was implanted, and later, started to increase gradually with some variability. In regard to the pacing impedance, it was confirmed that these values have gone out of range on a number of occasions. Ts also found that the yearly trends show a variable ventricular intrinsic amplitude ranging from 6.9 to 25 mv, which has also been observed since the earliest device transmission after implant. Ts indicated that this variability and impedance observations could potentially suggest a lead integrity concern or header connection problem. Recommendations were provided. The lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information was received. A health care professional (hcp) contacted boston scientific asking for a review of impedance measurements. Technical services (ts) advised the hcp to ask the patient to perform an initiated interrogation to gather updated information. Further investigation of the impedance values found that this system has exhibited high out of range shock and pacing impedance measurements greater than 125 and 3000 ohms respectively. Some of the out-of-range pace impedance measurements appear to be isolated. At this time, no further information is available. No adverse patient effects were reported. The lead remains in service. Additional information was received indicating that data analysis was performed. It appears the shock impedance began increasing quite steeply since the current implantable device was implanted, and later, started to increase gradually with some variability. In regard to the pacing impedance, it was confirmed that these values have gone out of range on a number of occasions. Ts also found that the yearly trends show a variable ventricular intrinsic amplitude ranging from 6.9 to 25 mv, which has also been observed since the earliest device transmission after implant. Ts indicated that this variability and impedance observations could potentially suggest a lead integrity concern or header connection problem. Recommendations were provided. The lead remains in service and no adverse patient effects were reported. Upon further review, it was determined that this lead exhibited a gradual rise in shock impedances, eventually going out of range.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information was received. A health care professional (hcp) contacted boston scientific asking for a review of impedance measurements. Technical services (ts) advised the hcp to ask the patient to perform an initiated interrogation to gather updated information. An extensive investigation of the impedance values found that this system has exhibited high out of range shock and pacing impedance measurements greater than 125 and 3000 ohms respectively. At this time, no further information is available. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information was received. A health care professional (hcp) contacted boston scientific asking for a review of impedance measurements. Technical services (ts) advised the hcp to ask the patient to perform an initiated interrogation to gather updated information. Further investigation of the impedance values found that this system has exhibited high out of range shock and pacing impedance measurements greater than 125 and 3000 ohms respectively. Some of the out-of-range pace impedance measurements appear to be isolated. At this time, no further information is available. No adverse patient effects were reported. The lead remains in service. Additional information was received indicating that data analysis was performed. It appears the shock impedance began increasing quite steeply since the current implantable device was implanted, and later, started to increase gradually with some variability. In regard to the pacing impedance, it was confirmed that these values have gone out of range on a number of occasions. Ts also found that the yearly trends show a variable ventricular intrinsic amplitude ranging from 6.9 to 25 mv, which has also been observed since the earliest device transmission after implant. Ts indicated that this variability and impedance observations could potentially suggest a lead integrity concern or header connection problem. Recommendations were provided. The lead remains in service and no adverse patient effects were reported.